Manufacturer narrative:
H3: analysis of the ins (s/n (B)(6)) revealed that no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep provided a history of settings received by the physician and reported patient has bilateral simulation (one interstim ii each side. Implantation (B)(6) 2018 left: 2-, 3+, 1,1 v right: 3-, 2+, 1,1 v both: 210 ms, 14 hz. Reprogrammed (B)(6) 2018 left: 1-, 3+, 1,0 v right: 2+, 1-, 1,1 v both: 210 ms, 14 hz. Reprogrammed (B)(6) 2018 left: 3+ 2- 1+ 0-, 0,8v right: 3+ 2- 1+ 0-, 1.4 v both: 210 ms, 14 hz. Battery check (B)(6) 2021 left: 1,3v, more than 40 month of longefity right: 1,5 v; only 12 month of longefity both: 210 s, 14 hz, impedances within normal range check (B)(6) 2022 left ipg with inconspicuous impedances sufficient battery power over 40 months right ipg couldn¿t be found with telemetry check (B)(6) 2022 left: on, 3-, 2+, 1-, 0+, 1.2v, 210 us, 14 hz, cycling off, impedance 573 ohm, battery: 43-71 month, 57-95% impedances: only combination 0-1 and 0-2 > 4000 ohm, all other combination within normal range right: battery at eos (55) : invalid ins setting (3+ 0-), no reprogramming possible impedances: all combinations > 4000 ohm, except of 0 &3 with 62 ohm or (B)(6) 2022 with replacement of right ipg left: 3- 2+ 1- 0+; 1.2 volt, 210 us, 14 hz, impedance 507 ohm, battery 59-96%, 42-69 month impedances: c-0 1049, c-1 1016, c-2 1016, c-3 499, 0-1 1710, 0-2 2026, 0-3 1415, 1-2 1049, 1-3 1049, 2-3 1016 right (new ipg): 3+ 2- 1+ 0-; 1.4 volt, 210 us, 14 hz, impedance 1016ohm, battery 31-55%, 25-45 month impedances: c-0 1016, c-1 1016, c-2 1016, c-3 1016, 0-1 1302, 0-2 1415, 0-3 1415, 1-2 1415, 1-3 1356, 2-3 1356.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins was at eos after only 3 years. A loss of efficiency due to depleted stimulator was reported. No factors reported, low amplitude, standard settings of frequency and pulse width). Impedances were measured (in normal range). The ins was replaced and the issue was confirmed resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.